Manufacturer narrative:
Correction to d1 (as reported description was revised to medio-lateral proximal tibial screw). New information in b2, h6 patient and device code. This complaint has been reported during a literature review performed by the post market surveillance group. The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated.

Event description:
The manufacturer became aware of a study from department of trauma & orthopaedics, (B)(6) hospital, (B)(6) ireland, UK. The title of this study is ¿pre-requisites for optimum centering of a tibiotalocalcaneal arthrodesis nail¿ and is associated with the t2 ankle arthrodesis nail. The study published in may 2014 reported post-operative complications/ adverse events. It was not possible to ascertain specific device catalogs from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 9 complaints were initiated retrospectively for different adverse events mentioned in the report. This product inquiry addresses superficial wound dehiscence. 2 out of 2 cases. The study states, ¿partial wound dehiscence occurred in 3 patients, in all of whom healing by secondary intention occurred without need for surgical re-intervention.¿

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition unknown.

Event description:
The manufacturer became aware of a study from department of trauma & orthopaedics, (B)(6) hospital, (B)(6). The title of this study is ¿pre-requisites for optimum centering of a tibiotalocalcaneal arthrodesis nail¿ and is associated with the t2 ankle arthrodesis nail. The study published in may 2014 reported post-operative complications/ adverse events. It was not possible to ascertain specific device catalogs from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 9 complaints were initiated retrospectively for different adverse events mentioned in the report. This product inquiry addresses superficial wound dehiscence. 2 out of 2 cases. The study states, ¿partial wound dehiscence occurred in 3 patients, in all of whom healing by secondary intention occurred without need for surgical re-intervention.¿